Manufacturer narrative:
The hill-rom technician evaluated the bed and found no malfunction. He found the users were unable to raise the head of the bed using the head up function due to patient being too far up in the bed and too much weight on the head deck to raise with the head up function. During his evaluation the account cited user error and staff training issue. The patient desaturated to 44% and was provided manual breathing with an ambu bag. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from the account stating the patient was placed into trendelenburg to reposition them higher in the bed. The account could not get the head end to raise and the patient desaturated to 44%. The bed was located at the account. This report was filed in our complaint handling system as (B)(4).